Manufacturer narrative:
(B)(4). Review of lot f1733401, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure; however, the white advancer tube did not remain down when the procedural sheath was pulled back. A portion on sealant was seen on the wire.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure; however, the white advancer tube did not remain down when the procedural sheath was pulled back. A portion of sealant was seen on the wire. Manual compression was applied for an unknown duration to achieve hemostasis. The vcd was being used for femoral arterial closure following a diagnostic coronary procedure. "Little" vessel tortuosity was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was not visible. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was retracted back against the shuttle handle. The sealant was exposed outside the shuttle cartridge as received. A portion of the sealant was stuck to the catheter. The condition of the returned device indicates an incomplete deployment of the sealant. The shuttle cartridge and the catheter were inspected for anomalies that may cause the failure to deploy. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Visual inspection at high magnification found that blood was on the surface of the sealant. Review of lot f1733401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿the white advancer tube did not remain down¿ was confirmed due to the condition in which the unit was received for analysis. The condition of the returned device indicates an incomplete deployment of the sealant. However, the exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was inserted per procedure; however, the white advancer tube did not remain down when the procedural sheath was pulled back. A portion of sealant was seen on the wire. Manual compression was applied for an unknown duration to achieve hemostasis. The vcd was being used for femoral arterial closure following a diagnostic coronary procedure. "Little" vessel tortuosity was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was not visible. The patient was noted to have recovered.